Event description:
It was reported that an increase in capture thresholds and a decrease in impedance were observed. Echo revealed a small pericardial effusion with fibrin stranding. When the helix was retracted for lead repositioning, the patient's blood pressure dropped rapidly. A repeat echo revealed a now large pericardial effusion. Gross tamponade ensued. A pericardial tap removed 300 cc blood from the pericardial space and immediate improvement in blood pressure was seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.